Manufacturer narrative:
The returned meter was investigated. Visual inspection has been performed on returned meter, no issue were observed. Retain batteries were inserted. Did not observe indicator light flashing. Meter powered on with button depression. Blank screen was not observed. Therefore, issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device meter. Customer was unable to test due to the meter not powering on with button press or test strip insertion. As a result, customer received unspecified third-party treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been conducted, which involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device meter. Customer was unable to test due to the meter not powering on with button press or test strip insertion. As a result, customer received unspecified third-party treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.